Event description:
It was reported that during an angioplasty procedure balloon deflation failed. The target lesion was located in the occluded left brachiocephalic vein. While advancing the sterling catheter balloon to the target lesion for predilation the physician experienced resistance. However, the device reached the target lesion and was inflated to 6 - 8atms for a "few" seconds. The balloon completely inflated, but would not deflate. The physician made an attempt to deflate the balloon but the attempt was unsuccessful. The physician pulled the inflated balloon through a 10fr sheath, and the device was removed from the patient intact. The procedure was successfully completed with another device with no patient complications reported. The patient's current condition is listed as "fine".